Event description:
An endurant cuff was implanted in a patient to repair a type iii separation endoleak. It was reported that during a routine follow up scan, the endurant cuff had separated from the aneurx main body. The physician decided to intervene and implant an endurant aui device and a endurant limb and did a fem-fem bypass. At the time of intervention, the abdominal aortic aneurysm measured 9cm in diameter. The physician stated the cause of the event was due to aortic remodeling. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results, conclusions: patient's condition affected effectiveness of device (disease progression; neck dilatation, angulated neck, and aortic remodeling); inherent risk of procedure (endoleak).